Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
This is filed to report the stretched gripper line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Gripper line removability test was successfully established and the mitraclip was successfully deployed reducing mr to less than 1. After the gripper line was removed without resistance, the line appeared stretched and curled. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis, but the reported stretched gripper line could not be tested in the condition in which the gripper line was returned (material deformed/curled). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported stretched gripper line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.